Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cuff leakage was found during pre-test. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: photos and video of the device were returned for investigation along with the device. The photos showed the device. The device was functionally tested by attempting to inflate the cuff. The cuff was not remaining inflated. The device was submerged under water to locate the cause of the cuff failure. It was found that there was a leak in the cuff close to the inflation line. This confirmed the customer complaint. The issue was found during pre-test, most probable root cause was traced to manufacturing. No actions taken at this time but complaint information will continue to be monitored and further actions taken accordingly. Device history review of the reported lot number showed no non-conformities during manufacturing.